Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) interface breakout was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming laser pcb breakout. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser was not working during a vitrectomy procedure, in the left eye. A back up laser was used to complete the case. There was no patient harm.